Event description:
It was reported that during a bariatric procedure, the staples were not visible. It was not reported how the procedure was completed. No patient consequence reported. Additional information: based on the information from operation theatre the device was not fired because the firing trigger was not advancing doctor noticed some problem in the cartridge and replaced with the new one. The o.t staff is not aware about the missing staplers and gun used for this case.

Manufacturer narrative:
(B)(4). One piece sled. The ecr60b reload was received for analysis with the one-piece sled damaged and fully loaded with staples. Improper loading of the reload may damage the sled. If the reload is not fully seated when the device is closed, the sled will break. When inserting the reload, slide it against the bottom of the reload jaw until the reload alignment tab stops in the reload alignment slot. Snap the reload securely in place. The instrument is now loaded and ready for use. Please reference the instruction for use for the complete guide to loading and reloading the instrument. Due to the condition of the reload, no functional test could be performed.